Event description:
It was reported that the patient experienced an episode of syncope. Follow up with the patient's physician was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 (x 2) implantable pacing lead, (B)(6) 2007. (B)(4).